Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01262; 2029214-2019-01263. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of apollo catheter leak with onyx. The patient reportedly experienced a posterior infarction. Prior to the event, the devices had been prepared and used per the instructions for use (IFU). The catheter was flushed as per the IFU. The apollo was reportedly not tested for leaks prior to use.